Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp and had a pulmonary hemorrhage during a bronchoscopy. Heparin drip was held to manage the condition. Two days later, suction alarms were encountered at higher p-levels. Heparin administration was increased in response to the low flow, however, the patient had a do not resuscitate order and passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and low pump flow has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral vessel: it was stated that there was a pulmonary hemorrhage found during a bronchoscopy. Due to lack of clinical details, the root cause of the vascular damage - peripheral vessel cannot be determined. Low pump flow: on 4/22 there was suction alarms and lower flows. There was a trend in the motor current and placement signal. The clinical stated that heparin was added to increase the response to the low pump flow but the patient was made do not resuscitate (dnr) and passed away the following day. Based on the clinical details and data log analysis, the root cause of the low pump flow is most likely due to the patients condition.